Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported that the unit does not work. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The bench repair was cancelled. Authorized service personnel (asp) states replacement of the power management board per field change order has been implemented following the manufacturer's instructions.